Event description:
Pt required transcutaneous pacing for several hrs. Numerous times pacer would cease to pace pt. Displaying "pads off" and/or "attach pads" alarms. Multiple attempts to trouble shoot system using 4 different sets of pads, 2 different defib cables, 2 different defib but unable to correct problem requiring freq CPR for asystole. Ultimately was successfully paced with different type of pacer and leads. No problem found with defibrillator when checked by clinical engineering.